Event description:
It was reported that "as they were inserting the stem. The small edge of the bullet tip broke off the handle and broke inside. We retrieved the pieces that we could see and finished the surgery."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.